Manufacturer narrative:
Correction and additional information. Addition: the device was returned to gore for evaluation. Per gore engineering evaluation, a visual inspection revealed the lock pin is dislodged from its seating in the leading olive. The 1st deployment line was also inspected and the knots appear to be intact and no abnormalities were observed. Engineering deployed the device to visually inspect the delivery catheter and upon inspection the polyimide was found to be kinked approximately 1mm from the leading olive. Another kink was observed approximately 11cm from the handle nose piece. Engineering attempted to advance the device over a 0.035¿ lunderquist extra-stiff guidewire and was met with resistance at the kink at the leading olive. Engineering was able to overcome the resistance and the guidewire was fully inserted. It is not possible to determine if the observed kinks are due shipping the device back to the gore facility. Based on the findings from the evaluation, the observation that the device ¿fell apart at the end of the device and also began to unravel¿ was not confirmed; however the observation of the ¿frat simply getting stuck to the lunderquist wire¿ is consistent with the resistance met at the location of the kink at the leading olive. The likely cause for the lock pin becoming dislodged from the leading olive could not be determined with the available information. The likely cause of the kinks in the delivery catheter could not be determined with the available information.

Event description:
On february 28, 2019, it was reported that a gore® excluder® aaa endoprosthesis (rlt351414/18828920) "fell apart at the end of the device and also began to unravel." The field sales agent (fsa) reported that the verbiage was incorrect from the initial report and the device did not unravel. The fsa spoke with the physician and he stated the device was flushed but the device did not advance over the wiretap or make it into the sheath. The wire and device were removed and both were replaced.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, it was reported that a gore® excluder® aaa endoprosthesis "fell apart at the end of the device and also began to unravel." The physician reportedly stated, ¿the graft simply got stuck to the lunderquist wire. The wire was wiped and free of any debris before loading the graft. We had to take the wire and graft out as a result.¿